Event description:
According to the reporter: doctor was using device during lap nephrectomy. When left kidney was placed into bag there was no bottom on the bag. Kidney just fell into the abdominal cavity. Patient was not harmed. New device was opened and worked as expected. Patient outcome: patient was fine.

Manufacturer narrative:
(B)(4).